Manufacturer narrative:
(B)(4). Concomitant medical products: associated item number (B)(4), item name: cer bioloxd option hd 36mm, lot # 399560; associated item number (B)(4), item name: cer option type 1 tpr sleve -3, lot # 773990. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to pain, dysfunction, and inability to ambulate attributed to periprosthetic femur fracture. No further information available.

Manufacturer narrative:
(B)(4).